Event description:
It was reported by the patient that the physician stated "the wire is only doing part of its job" and that it "hasn't been working since it was implanted." The patient understood from the physician that the sensing portion was working, but not the pacing portion and the patient questioned if this was related to the "ache in my chest." Follow-up with the physician's office clarified that about six years after the implant procedure, the right atrial lead was no longer capturing, even at maximum output. The patient had a history of atrial fibrillation (af) so the lead may have not been able to stimulate/capture however it may have also been dislodged. The sensing portion is functioning normally and the physician decided to do nothing further. It was also noted that the patient had often complained about aches and there was no evidence that the lead was causing discomfort. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, implanted : (B)(6) 2004; 4194-88 lead, implanted: (B)(6) 2004; d274trk ICD, implanted: (B)(6) 2009. (B)(4).